Manufacturer narrative:
During the investigation, a pac technician and customer quality engineer reviewed the device's keylog and found evidence that the device had also experienced defibrillation charge unexpectedly dumped. The issue of defibrillation charge unexpectedly dumped was able to be verified and was not able to be duplicated. The root cause could not be determined.

Event description:
A customer contacted stryker to report that their device did not provide defibrillation energy. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted stryker to report that their device did not provide defibrillation energy. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however, there was no adverse event reported.